Manufacturer narrative:
Exact date of event is unknown. Other relevant device(s) are: etlw1613c93e sn (B)(4), expiration date: 2015-09-16, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 50mm diameter abdominal aortic aneurysm. It was reported that the during follow-up a limb occlusion was discovered in the contralateral limb. An angiogram was performed. It was noted that there was an undersized self-expanding stent present in the left common iliac artery. The clot was removed from the occluded limb and a balloon expandable stent was placed in the left common iliac artery and the event was resolved. The physician stated the cause of the event was due to user error; an undersized self-expanding stent that was present in the left common iliac artery. No additional clinical sequelae were reported and the patient is fine.